Event description:
An emerge cover dislodged from the plate after the surgeon attempted to turn the cover past a screw that was beyond the acceptable angle. The screw head was too proud and led to the cover dislodging. The surgeon then simply placed the dislodged cover back into the plate and closed the patient. Since the cover was dislodged, the strength of the cover has been compromised and may increase the probability of occurrence of screw backout. The surgeon should have replaced the plate with a new plate.

Manufacturer narrative:
The surgeon admitted that he knowingly placed the emerge screws at an angulation that was beyond the limits of the system, which contributed to the cover dislodging.the surgeon also admitted that he knowingly did not replace the emerge plate after the cover had been damaged.